Event description:
It is reported that a ncb periprosthetic plate was placed on a (B)(6) patient with a fracture between a stemmed total knee and total hip replacement in (B)(6) 2011. The patient was full weight bearing on the prosthesis for 5 plus months. On (B)(6), the plate fractured between a screw hole at the fracture site. A second doctor removed the plate and placed a new one (also ncb peri proximal plate) in its place. Just a matter of fatigue over time without healing was his comment.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. With the given information, no further investigation is possible. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).